Event description:
The legal guardian reported that the patient wore a pod on the hip/buttock area for approximately 49 to 71 hours. On (B)(6) 2026, upon pod removal, the patient experienced redness, irritation, itchiness, and a small lump at the application site, with similar reactions reported at prior pod sites. On the same date, medical advice was sought. A diabetic nurse recommended use of a barrier film (cavilon), and a pharmacy visit resulted in prescription of fusidic acid cream for treatment of the irritation. A new pod was applied successfully. Blood glucose impact was not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.